Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.

Manufacturer narrative:
An event regarding instability involving a ceramic head was reported. The event was not confirmed. A review of the provided information by a clinical consultant could not determine a root cause or confirm the event. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, patient history, progress notes, and more x-rays are needed to fully investigate the event.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revised due to instability but when surgeon explanted the femoral head he noticed what looked like corrosion on trunnion of stem and the inside of head.